Event description:
It was reported that during a colectomy, the device fired malformed staples on side of the staple line. Additional sutures were used to complete the procedure. The patient's status was not reported.